Event description:
Alaris tubing utilized to administer IV fluids to laboring patient. After delivery, ivf changed and when the chamber door was opened fluid began leaking from the tubing. Leak was from where the soft tubing that goes in the chamber had separated from the blue plastic hub that sits at the top of the chamber.